Event description:
A system operator reported 2 patients presenting a poor clinical outcome following lasik surgery. A review of patient records indicated one patient with a decrease of 2 lines of bcva. Additonal information provided by the user facility indicates this patient's bcva improved to 20/25.